Event description:
The customer received a questionable thyrotropin (tsh) result on their e601 analyzer. All testing was performed on the same e601 analyzer. The patient's initial tsh was 0.039 uiu/ml accompanied by a data flag. The repeat result was 1.21 uiu/ml. The customer considered the repeat result to be correct and it was the only result reported outside the laboratory. The patient was not adversely affected. The tsh reagent lot number was 16616702 and the expiration date was 10/31/2012. The field service representative could not find a problem with the analyzer. It was discovered that the same sample gave a similar discrepant result on the cobas 6000 c501 analyzer. The customer performed calibration and quality control with results within range.

Manufacturer narrative:
A specific root cause could not be determined. It could not be confirmed there was a sample handling issue. The customer was unable to provide any additional information. The customer has not had any further discrepant results since this event.

Manufacturer narrative:
The field service representative (fsr) determined that the problem was with the sample and not the analyzer. The customer believed there was a sample handling issue that caused the discrepant tsh result. The fsr inspected the analyzer and found no performance problems. The customer performed calibration and quality control with all results in range.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.